Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient switched from batteries to the mobile power unit (mpu), and the controller gave alarm. Red battery. The patient switched back on batteries, and the controller and mpu were exchanged

Event description:
The controller's power cable suffered electrical damage which is referenced in manufacturer report number #2916596-2020-05347.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the damaged patient cable connector was confirmed with the returned mobile power unit (serial # (B)(6). The submitted reference photos confirmed the cable connector outer sleeve is loose on the patient cable section. The reported red battery alarm could not be reproduced during the evaluation. The analysis could not determine a root cause of the damage. Performed repair, preventative maintenance and safety test. Performed all tests per procedure, which passed all testing. The reported event of ¿switched from batteries to mpu and the controller gave alarm¿ was confirmed with data captured in the submitted log file. The log file captured a low power advisory (yellow battery) alarm event (B)(6) and low power advisory/low power hazard (red battery) alarm event on (B)(6). According to the voltage values, there was a power exchange from 14v batteries to the mobile power unit. Shortly after, the low voltage alarms became active relating to fluctuating battery fuel gauge voltage signals. The alarms cleared after a power exchange was performed. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) was shipped to the customer on (B)(6) 2017. Heartmate 3 patient handbook rev b. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.